Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a button error alarm during a bolus. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 89 mg/dl. The customer was able to clear the alarm. Nothing was replaced or returned.